Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) cannot measure values in the ground system. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 initial reporter : (B)(6).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional information: e1(event site state: (B)(6), event site postal code: (B)(6)). A getinge field service engineer (fse) evaluated the unit and determined that ground wire is broken and wiring harness must be replaced. Fse replaced the pcba exec processor board, drive regulator and battery as preventive maintenance (pm) and power cord reel. Fse checked the leakage current at the machine frame: 178 ua and checked the resistance value in the ground system at 0.148 ohms. Test overall functionality the machine can work normally.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) cannot measure values in the ground system. There was no one harmed on site.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a